Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed by the crf report. Crf report demonstrated that the assessment of radiographs identified radiolucency below tibial baseplate. Heterotopic ossification at the lateral collateral ligament. The patient reported severe pain, swelling, stiffness, limited rom extension/flexion, instability, difficulty ambulating, decrease in activities of daily living. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event; please see associated report: 0001822565-2019-00841, 0002648920-2019-00138. Dob: (B)(6). Concomitant medical products: psn fem cr cmt ccr nrw sz 5 l, item# 42502005801, lot# 62927373. Psn asf cr 12mm ply l 3-9 cd, item# 42511000412, lot# 62886265. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient experienced a fall approximately 3 years post total knee arthroplasty. The patient fell while in the hospital recovering from a planned shoulder reconstruction surgery. Subsequently, the patient is experiencing pain, swelling, stiffness, instability, decreased rom extension/flexion, difficulty ambulating, and decrease in adls.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was also found to have heterotopic ossifications reported at the lateral collateral ligament, and radiolucency to the tibial baseplate. Attempts have been made and no further information has been provided.